Manufacturer narrative:
Combination product: yes, neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patients anatomy (i.e., previously implanted stent).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (50 to 70 percent stenosis degree) in the proximal rca. After stenting the mid rca with a competitors stent without problem and additional pre-dilatation of the proximal rca with the stent balloon, an unexpected resistance was felt to advance the orsiro mission. It was intended to pre-dilate the proximal lesion again, but when pulling back the stent shaft, the stent stayed stuck in the proximal rca, despite very little resistance when pulling back. There was almost no flow during the time the stent stayed in the lesion blocking the proximal artery. Patient experienced chest pain during time of snaring the stent and re-crossing the lesion. Snaring the stent was initially successful but the stent was not found in the snare. Dissection of the ostial rca into the ascending aorta occurred. An implantation of a covered stent pk papyrus was performed with good results.